Event description:
The ceramic portion of the electrode broke off into the knee joint. Attempts to recover the debris from the joint were unsuccessful. Pt closed up with ceramic debris....no clinical symptoms to this date.